Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately nine days of intra-aortic balloon (iab) therapy the console generated an autofill failure alarm. It was noted that there were no abnormalities during insertion. The tubing and console were checked, but the same alarm was generated. The iab was removed and it was discovered that the inner lumen was broken. A new iab was inserted to continue therapy. After approximately one day of therapy with the second iab, the console generated an autofill failure alarm once again. The iab was removed and the inner lumen was also found to be broken. A third iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate report has been submitted for the first iab under mfg report number 2248146-2022-00415.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the interior and exterior of the catheter. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 26.9cm from iab tip. Additionally a kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and nine leaks were detected on the membrane. The leak locations range 6.6cm to 17.8cm from the rear seal and 0.064cm to 0.572cm in size. The condition of the iab as received indicated an inner lumen break and penetrations on the membrane. The break found in the inner lumen appears to have been the result of a severe kink which eventually failed causing the reported problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The penetrations found in the membrane appear to have been caused by a sharp object. This may have occurred during iab removal from the patient. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).